Manufacturer narrative:
Ge healthcare' s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226.

Event description:
It was reported that there was a malfunction resulting in loss of auxiliary oxygen. There was no patient involvement reported.

Manufacturer narrative:
The record is not reportable as the oxygen sensor failure was observed prior to patient use. It was reported that there was an oxygen calibration failed alarm. Device is designed to alert caregiver with a visual and audible alarm for calibration failure.